Manufacturer narrative:
The main component of one of the systems involved in the reported events; other applicable components are: product ID neu_ins_stimulator, lot # unknown, product type implantable neurostimulator; product ID neu_ins_stimulator, lot # unknown, product type implantable neurostimulator.

Event description:
Ryu, h.s., kim, m.s., you, s., kim, m-j., kim, y.j., kim, j., kim, k., chung, s.j. Mortality of advanced parkinson's disease patients treated with deep brain stimulation surgery. Journal of the neurological sciences. 2016;369:230-235. Summary: despite the widespread use of deep brain stimulation (dbs) for patients with parkinson's disease (pd), long-term outcomes remain unclear. We aimed to analyze the mortality of advanced pd patients who received dbs surgery. Reported events: 2 patients with deep brain stimulation (dbs) for parkinsons disease (pd) died due to intentional self-harm/suicide. One patient with dbs for pd died due to drowning and submersion while in the bathtub. Three patients with dbs for pd died due to dementia. There was no specific device information provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.